Event description:
Complaint with our advanced soft picks recently, they are bending easily and breaking. She is saying even her extended family has noticed the decrease in quality as of late.

Manufacturer narrative:
Complaint not confirmed.